Event description:
It was reported that ther was low impedance and undersensing on the atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that ther was low impedance and undersensing on the atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : performance data regarding the lead was returned to the manufacturer and analyzed. Analysis of the device memory indicated the impedance on a lead was beyond the expected lower range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. P1501dr pacemaker 2010-(B)(6); 37743 neuro programmer date unk; 37702 pain stim implantable pulse generator (ipg) 2011-(B)(6); 3778 pain stim lead 2011-(B)(6); 3778 pain stim lead 2011-(B)(6); 5054 non-defib lead 2004-(B)(6); (B)(4).